Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2009. This is a list of my side effects and symptoms that I have experienced due to essure. Severe pelvic pain, heavy bleeding, constipation, hair loss, rash due to nickel allergy, depression, back, shoulder, neck pain, weight gain, unable to lose weight, leg and arm numbness, brain fog, fatigue, sleep loss, migraines, tooth decay, itching, quick temper loss, metallic taste in mouth. I have been seen by 2 doctors. The device is still inside of me. The device was covered by medicaid.